Event description:
The patient's mother reported that during a hospital visit which was not due to an omnipod malfunction, the pod was removed to allow for a CT scan. At this time, the medical team examined the infusion site and noted irritation. Upon further review, doctors observed fluid at the site and prescribed antibiotics (name unknown) along with a topical cream (name unknown) to reduce irritation. Additionally, the patient's mother reported that the pod fell off and caused bleeding which was described as "uncontrollable".

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.